Event description:
Healthcare professional reported left side capsular contracture, baker grade IV, with simple cysts and disperse microcalcifications diagnosed via ultrasound. The device has been explanted.

Manufacturer narrative:
Correction to g.3. Aware date of supplemental medwatch #1. Aware date should have been listed as 05/10/2024.

Event description:
Healthcare professional reported, left side capsular contracture, baker grade IV. With simple cysts and disperse microcalcifications. Diagnosed via ultrasound. The device has been explanted.

Manufacturer narrative:
Visual analysis: visual analysis of the photographs identified. Calcification: not observed, calcification on the provided photos. Capsular contracture: unable to observe, since it is not related to the device. Cyst(s): unable to observe, since it is not related to the device. No additional observations are performed. No further actions are required, as no manufacturing issues are observed.

Manufacturer narrative:
(B)(6) a review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. The reason for reoperation: capsular contracture baker grade IV.

Event description:
Healthcare professional reported left side capsular contracture, baker grade IV, with simple cysts and disperse microcalcifications diagnosed via ultrasound. The device has been explanted.